Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's carb ratio was incorrectly input as 1:1.9g rather than the intended 1:9g at the clinic. When customer attempted to deliver a bolus the pump suggested 46u due to incorrect carb ratio. Customer performed an override and did not deliver the 46u. Customer's blood glucose was 340 mg/dl. Customer met with the clinical diabetes specialist on (B)(6) 2019 to adjust the setting. Customer also met with healthcare provider on (B)(6) 2019 and verified pump was working as intended.